Manufacturer narrative:
(B)(4). D10: unknown cone body unknown. Unknown head unknown. G2: foreign: australia. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty surgery and was implanted with zimmer biomet products. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, d1, d2, d4, d6a, d10, g3, g4, g6, h2, h3, h4, h6, h10. D10: 11-301313 arcos con sz c hi 60 mm 569230. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.